Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the ipg was explanted and replaced. The reason for the replacement is unknown.

Manufacturer narrative:
Further investigation indicated that there was no issue related to this device. Hence, this event/device is not reportable.

Event description:
Additional information received indicates that the patient's ipg was electively explanted.